Event description:
Healthcare professional reported "implants are affected". Healthcare professional later reported rupture. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been discarded.